Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Per the surgeon, there was no malfunction of the edwards device. There was a technical error during initial implantation of the valve. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this aortic pericardial valve, implanted approximately four (4) months, was explanted due to mild-to-moderate aortic paravalvular regurgitation. The surgeon indicated that there was no malfunction of the device, there was a technical error during initial implantation of the valve. The device was replaced with another edwards bioprosthetic valve. The patient's status was reported as recovered and discharged.